Event description:
It was reported that the t2 did not deploy and the t1 remains inside the patient. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Event description updated.

Event description:
It was reported that the t2 did not deploy and the t1 remains inside the patient. Procedure was completed successfully with a smith & nephew backup device. No patient injury reported.